Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing rate adjustment knob of the external pulse generator (epg) was not working properly. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: one of the selection buttons was found to not be emitting the expected click, when pressed, but was functioning otherwise. No other issues were identified. The keypad was replaced. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing rate adjustment knob of the external pulse generator (epg) was not working properly. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.